Event description:
Patient was on a servo vent in niv (non-invasive ventilation) pc (pressure control) mode. The vent started alarming and the screen went blank. The vent was not cycling, but I was able to hear flow going through the patient circuit. The vent was pulled off the patient and replaced with another servo with the same settings. The patient did not have any adverse reactions to this event.